Manufacturer narrative:
Testing of 1 opened and used enlite sensor showed that it failed per specifications due to high readings.

Event description:
It was reported that the customer had high blood glucose levels of 208 mg/dl. The customer reported being hospitalized. The hospitalization was unrelated to diabetes. The customer received a sensor error alert from the insulin pump. The customer was unable to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.